Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation on 30-jun-2022. The device evaluation was completed on 07-jul-2022. The smart touch unidirectional sf device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that reddish material was observed in the pebax, a hole was found on the catheter. The magnetic and force features were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The evaluation determined that the cause of the pebax damage failure cannot be established. The event described as force high was unable to be duplicated during the product investigation. However, the blood found inside the pebax area may have contributed to the high force reported. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported that during the procedure, the force values displayed were high. A second catheter was used to complete the procedure. There was no patient consequence reported. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 07-jul-2022 there was reddish material in the pebax and a hole was observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 07-jul-2022.